Event description:
As reported the patient was implanted with one 3dmax mesh left (device #1) and one 3dmax mesh right (device #2) three years ago. It was reported that immediately following implant the patient had issues with pain (especially during bending movements) as well as chronic bladder and prostate issues.

Manufacturer narrative:
As reported, post implant of the bard/davol 3dmax mesh, the patient experienced pain during bending movements and experienced chronic bladder & prostate issues. Based on the information available, no conclusions can be made. Review of the device history records confirmed the device was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 700 units released for distribution in january, 2018. This MDR represents the bard/davol 3dmax left (device #1). An additional MDR was submitted to represent the bard/davol 3dmax right (device #2). Note, based on the available information the dates of event and implant are estimated as (B)(6) 2019. Not returned - remains implanted.